Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented with hemolysis, elevated lactate dehydrogenase levels and hematuria. The patient was treated with a heparin infusion. The patient underwent a pump exchange on (B)(6) 2017. It was reported that the patient subsequently expired on (B)(6) 2017 due to multi-system organ failure following the pump exchange. There were no issues with the new pump. Prior to exchange, a chest CT scan on (B)(6) 2017 was ordered to evaluate the driveline for infection. The results of the CT scan are below: 1. No substantial change in thickening of lower left hemithorax musculature anteriorly associated with post procedure changes/effacement of the muscular and fascial planes likely representing granulation tissue without well-defined/marginated fluid collection. However the fat stranding in the subcutaneous fat tissue and skin thickening around the driveline has slightly increased compared to earlier exam although partially included on current exam; mild increase in subcutaneous fat stranding and skin thickening in this area. Either ultrasonographic evaluation of the skin around the driveline exit site or computed tomographic evaluation of upper abdomen is recommended to better outline potential infectious or inflammatory process around the driveline. 2. No well-defined fluid collection in the mediastinum. Probable granulation tissue around the aortic outflow junction. 3. No well-defined fluid collection around the pump pocket. Visualization is limited due to metallic artifacts. Abdominal CT scan on (B)(6) 2017: along the drive line in the left anterior rectal fascia there is thickening of the fascia. This has been present on prior CT. There is associated inflammatory changes of the soft tissue. No obvious fluid collection is seen however cannot exclude early, evolving abscess of this region. No further information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump; however, a direct correlation between the evaluation findings of the returned device and the reported infection could not be conclusively determined. The pump was returned with the driveline cut approximately 9 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outflow port. The bend relief collar was detached from the sealed outflow graft assembly. Examination of the rotor inlet upon disassembly of the pump, revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase levels. Additionally, the proximal side of the outlet stator revealed a large, red deposition between the outlet bearing ball and all three stator blades. The deposition lacked laminated layering, suggesting that it did not initially form in the outlet stator. The deposition contained areas of denaturation and circumferential contact marks were observed on the distal end of the rotor, suggesting that this deposition was present for an indeterminate duration while the pump was supporting the patient. Although the origin of this deposition and the duration for which it was present within the device could not be conclusively determined, it could have also contributed to the patient¿s elevated lactate dehydrogenase levels. The remaining pump blood-contacting surfaces examined and appeared free from any adhered thrombus formations and depositions. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Device thrombosis, hemolysis, and infection listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.